Event description:
Customer reports being unable to test his blood glucose on the aviva system while having low blood glucose symptoms (customer did not specify why he was unable to obtain a result). Paramedics arrived, and customer tested 28 mg/dl on professional device. Customer was treated with juice and an injection (contents unknown). Customer tested 111 mg/dl on professional device after treatment was received; low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.